Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was prompting an error 1 message when she was attempting to test her blood glucose. According to the ot ultramini owner¿s manual, an error 1 prompts when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first began on (B)(6) 2013. The patient reported using non adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 10 minutes after the alleged issue occurred he developed symptoms of ¿shakes, dehydrated and frequent urination.¿ the patient reported on (B)(6) 2013 at 4 pm he obtained a reading of ¿320 mg/dl¿ and treated it with insulin. The patient reported on (B)(6) 2013 at 4 pm he obtained a reading of ¿50 mg/dl¿ and treated it with orange juice. The patient reported he also received treatment on (B)(6) 2013 however did not specify what type of treatment. At the time of troubleshooting the cca was not able to assist the patient with troubleshooting the alleged issue. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter claims due to the alleged issue, the patient developed symptoms suggestive of hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.